Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine changeout of the leads the atrial lead exhibited an abrasion. The physician repaired the lead by using medical adhesive and a suture sleeve around the affected area.